Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that mobile power unit (mpu) had alarm sounding when plugged into system controller. The patient was given a new mpu. Exact alarm was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the product was shipped back to the customer after service evaluation. The unit was received with something loose/rattling around inside.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm when connected to a mobile power unit (mpu) was not confirmed. No log files or products were received for analysis. Additional information provided states that exchanging the mpu resolved the alarm. Multiple good faith effort (gfe) attempts were sent to gather more information about available log files, the recurrence of alarms, and product returns; however, no response was received. The root cause for the reported event was unable to be confirmed during this investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot alarms ¿ including all system controller and mobile power unit alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit (serial number: 20383621) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) alarming for an unknown reason was unable to be confirmed. The reported event of the mpu returning after service and making a rattling noise was confirmed via evaluation of the returned mpu. The mpu was returned to the pleasanton service depot (psd) and was tested and evaluated on 26jun2025. The unit passed all functional testing and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The reported event was unable to be reproduced during testing. The unit was returned to the customer. Provided information indicated that when the unit was returned, a rattling sound was noted. The unit returned to the psd and was retested and evaluated on 27oct2025. The rattling noise was confirmed and was traced to a loose fastener within the unit. The mpu was once again able to support a mock circulatory loop for an extended period of time without issue or alarm. Out of caution, the main printed circuit board (pcb) was replaced, and the unit was functionally tested and passed without issue. The unit was returned to the customer. The main pcb was forwarded to the product performance engineering group (ppe) for additional analysis. The main pcb was noted to be physically unremarkable, with no indication of damage due to the loose fastener. It was placed inside a known working test unit and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The reported event of an unknown alarm could not be reproduced throughout testing. Provided information indicated that exchanging the mpu resolved the unknown alarm. The root cause of the unknown alarm was not able to be determined via this analysis. The root cause of the rattling noise was determined to be due to a loose fastener within the mpu, which was determined to be due to maintenance. Incidental finding revealed damaged patient cable connector. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including no external power, connect to power, and low power alarms. The heartmate 3 lvas IFU (rev. D) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for the equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook (rev. A) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.